Manufacturer narrative:
As reported, a 5f mynx control vascular closure device (vcd) was inserted into a 5f non-cordis sheath; however, they noticed it was difficult to push further, and only about ¼ of the mynx was inside the sheath. The mynx was then removed from the sheath, and sealant sleeve was noticed to cracked open and no sealant was visible because it was stuck in the sheath. The mynx was removed, and manual pressure was held for less than 30 minutes to achieve hemostasis. The device was stored according to the instructions for use (IFU). The storage temperature did not exceed 25 °c. There were no anomalies noted prior to use. The mynx device was prepped per the IFU without difficulty. The device was purged of air during prep and prior to use. A 5f non-cordis sheath was used for the procedure. The vessel was verified to be greater than or equal to 5mm in diameter there was no unusual force applied when the sheath was retracted. There were no kinks in the sheath or the device after removal. There was no reported patient injury. The device was returned for analysis. Per visual analysis, a non-sterile mynx control vascular closure device 5f was returned. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The sealant sleeve assembly was observed kinked/bent with the side slits slightly open. The sealant was not exposed along the catheter. It was noted that only a portion of the sealant remained in the manufacturing position as received. The procedure sheath was not returned with the device; therefore, compatibility of the sheath used with the returned device cannot be verified per the mynx control IFU. Per functional review, a simulated deployment test was performed and both buttons 1 and 2 were able to be fully depressed without any issues. The returned device performed as intended per the mynx control IFU. Per dimensional analysis, the slit length of the returned devices was verified and noted to be within specification. The catheter working length from the distal end of sheath catch to the proximal end of the balloon of the returned devices were verified and noted to be within specification. Per microscopic analysis, visual inspection at a high magnification showed that the sealant sleeve assembly was kinked/bent with the side slits slightly open, and that the sealant was not exposed along the catheter, remaining in the manufacturing position as received. No cracks were found in the sealant sleeve assembly. A product history record (phr) review of lot f2114401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system- deployment difficulty- premature/in patient and mynx control sealant sleeves- cracked- in patient ¿ were not confirmed by analysis. The exact cause of the event could not be determined. Procedural factors, such as operator technique or operator inexperience, could have contributed to the event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿step 2: deploy sealant: while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for 2 minutes.¿ the IFU also instructs users to inspect the device for any damages or defects prior to use. Neither the phr, nor the information available, suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) was inserted into a 5f non-cordis sheath; however, they noticed it was difficult to push further, and only about ¼ of the mynx was inside the sheath. The mynx was then removed from the sheath, and sealant sleeve was noticed to cracked open and no sealant was visible because it was stuck in the sheath. The mynx was removed, and manual pressure was held for less than 30 minutes to achieve hemostasis. There was no reported patient injury. The device was stored according to the instructions for use (IFU). The storage temperature did not exceed 25 °c. There were no anomalies noted prior to use. The mynx device was prepped per the IFU without difficulty. The device was purged of air during prep and prior to use. A 5f non-cordis sheath was used for the procedure. The vessel was verified to be greater than or equal to 5mm in diameter there was no unusual force applied when the sheath was retracted. There were no kinks in the sheath or the device after removal. The device will be returned for evaluation.